Event description:
The customer reported that the device saturation is intermittent. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. No product performance issues were found relating to intermittent saturation measurements. The device was confirmed to be functioning as designed. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the device saturation is intermittent. There was no patient impact or consequence reported.